Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose of 35 mg/dl. The customer¿s blood glucose level were 355 mg/dl and 154 mg/dl. The customer was treated with bolus. The customer stated that the blood sugar was high because she ate and insulin didn't delivered. Customer declined to troubleshoot for high blood glucose. The customer was advised to check her blood sugar in one hour before trying to blousing. The insulin pump will not be returned for analysis.